Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported 4fr powerpicc placed 24/10/2023, 48cm with 7cm external to hub, for chemotherapy patient on xelox. On 06/12/2023, line redressed and flushed prior to administration of oxaliplatin, no leakage noted. Administered over 2 hours, no leakage. Patient visited the restroom and noted a wet dressing on her return. 20mls oxaliplatin left in bag. Dressing removed, line re-assessed and flushed. Leaking from line noted, line removed 12/6/2023. Small split noted at 9.5cm. No harm caused to patient other than will need a replacement line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the complaint of a leak in the catheter is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation.the investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter.the returned product sample was evaluated and a split was observed in the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned¿ fracture edges which were rounded and polished due to repeated material wear¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing)an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11

Event description:
It was reported 4fr powerpicc placed (B)(6) 2023, 48cm with 7cm external to hub, for chemotherapy patient on xelox. On (B)(6) 2023, line redressed and flushed prior to administration of oxaliplatin, no leakage noted. Administered over 2 hours, no leakage. Patient visited the restroom and noted a wet dressing on her return. 20mls oxaliplatin left in bag. Dressing removed, line re-assessed and flushed. Leaking from line noted, line removed (B)(6) 2023. Small split noted at 9.5cm. No harm caused to patient other than will need a replacement line.